Event description:
On (B) (6) 2009, the pt/layperson complained that her onetouch ultra meter contained the battery indicator and did not have a replacement battery at the time of her call. This senior medical surveillance specialist spoke with the pt on (B) (6) 2009, regarding alleged symptoms that developed after the perceived issue began. On (B) (6) 2009, the pt injected humalog insulin from the humalog pen. The unrecalled amount was based upon carbs she planned to eat for dinner. The pt did not test as she does not often test before dinner. At 9:00 pm, the pt attempted to test before going to bed; however, the battery indicator prompted so that she was unable to obtain a result. One hour later, the pt became weak and began to sweat. Assuming her blood glucose was low, the pt ate vanilla wafers that relieved her symptoms. The pt attributes the low blood glucose symptoms to possibly not eating as much as she should have for dinner after injecting the humalog. Although the issue was resolved, the meter and test strips were replaced. However, because the pt developed symptoms that can be associated with hypoglycemia after the battery indicator prompted, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.